Manufacturer narrative:
The problem was due to optical fiber failure. It was not possible to determine the root cause since the device was not returned. We are unaware about operator injury.

Event description:
The laser fiber had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to optical fiber failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
Hold gt the laser fiber had a failure that did not allow to use it. No adverse effects to patient were reported.